Event description:
It was reported that pump displayed a cartridge change error and caller was unable to successfully load cartridge onto pump despite following on-screen instructions. There was no adverse impact to the customer¿s blood glucose level. Customer inspected and cleaned cartridge and pneumatic areas as instructed, then completed new cartridge fill but issue persisted, so technical support arranged replacement pump, instructed customer to use multiple daily injections as backup therapy, put pump into storage mode, reprogram pump settings and reconnect continuous glucose monitor to replacement pump, and return affected pump using prepaid label, which customer understood and acknowledged.